Manufacturer narrative:
Review of device history revealed nothing relevant to this event. Device evaluation revealed the tip has an edge of the hex bent outward indicating this device has been used for unintended purposes. When passing the suture along the bent edge, the suture frayed, then broke. The customer's complaint was confirmed. However, from the condition of the driver's tip, the cause of the event was attributed to misuse.

Event description:
It was reported that the surgeon tried to place the retro screw three times during an all inside anterior cruciate ligament repair, and the suture kept breaking. Surgeon placed a suture button instead. The case was delayed approx. 40 minutes. However, no adverse consequences were reported from this event. This device is used for treatment.